Manufacturer narrative:
The manufacturer's technical support (ts) guided the customer on how to troubleshoot the unit and the customer could not confirm the reported problem. The unit was able to power on and no problem was observed. The manufacturer's field service engineer (fse) is not required due to support was given via phone calls. No parts replaced due to the unit was able to power on and no problem was observed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time due to failure mode could not be replicated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit is not getting on (not powering on).the customer reported there was no patient involvement.